Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. Reportedly, the alarm history indicated multiple call service alarms had been emitted by the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: during investigation, a review of the pump¿s black box showed call service alarms on 02/24/2014. The time and date was accurately set at start of investigation. The pump rewind, load, and prime sequence was performed with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms. The pump was opened for further investigation. No moisture corrosion was observed on the internal components of the pump. The call service issue was shown in the pump¿s history but was not duplicated during the investigation.